Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 14-mar-2023. H.6. Investigation summary: bd received a used 18 gauge insyte autoguard device from lot 2164968 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed media present inside of the barrel. The needle also appeared to be retracted into the barrel and the catheter and needle cover were missing from the returned unit. Next, the engineer reset the device to it's original seated position and activated the safety mechanism. The needle retracted successfully and no delay or resistance was observed. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defect was found during inspection a definitive root cause could not be determined for this incident. However, the manufacturing facility has identified a trend for this issue and an investigation has been started to determine what could be causing this issue and to identify any necessary corrective actions. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the safety mechanism on the bd insyte¿ autoguard¿ bc pro shielded IV catheter failed to retract the needle during use. The following information was provided by the initial reporter: "product would not safety correctly".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism on the bd insyte¿ autoguard¿ bc pro shielded IV catheter failed to retract the needle during use. The following information was provided by the initial reporter: "product would not safety correctly."